Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit with a blood glucose of over 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged on 10/30/2023.